Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) has abnormal sensing. The device remains in use. The patient is enrolled the product surveillance registry clinical study. No patient complications have been reported as a result of this event.